Event description:
It was reported that during a laparoscopic sigma resection procedure, the device did not cut and coagulate properly. Another like device was used to complete the procedure. There was no patient consequences.